Manufacturer narrative:
(B)(4). 3004753838-2025-264615 upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Event description:
After submission of the initial MDR product was received on 9/10 /2025. It was determined this complaint is not reportable per corpft-140202

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a receiver reinitialization occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.